Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had reduced angulation. The device was returned for evaluation. During the evaluation the following reportable malfunction was found: foreign material was at distal end and around forceps elevator. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to foreign at distal end and around forceps elevator, additional evaluation findings are as follows: probe unit had a stain, suction cylinder was shaved, due to clogging of nozzle water removal ability did not meet the standard value, due to wear of angle wire the play of up/down knob was out of the standard value, adhesive on bending section cover was detached, connecting tube had discoloration, universal cord had a scratch, adhesive around objective lens had a scratch, distal end had a scratch, suction connector had a scratch, light guide cover glass had a dent, scope cover had a scratch, forceps channel port had a dent, and acoustic lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.